Event description:
Device 1 of 2. Ref MFR report #1627487-2012-05640. The pt has two leads (different models). It was reported the pt is no longer receiving adequate coverage from both leads. Reprogramming attempts were unsuccessful. X-rays were taken and revealed one of the leads had migrated. The pt will undergo surgical intervention on a later date. Attempts to gather add'l info were unsuccessful.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.